Manufacturer narrative:
It was reported that 6 weeks after stent placement, stent was found migrated and dropped in the duodenum. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Migration can occur in any company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. It is difficult to identify the exact root cause because the device was not returned, and it is difficult to reconstruct the situation at the time of procedure. However, based on the description "the placed bs1006fst4 was found being dropped", it is considered stent migration occurred due to the condition of the patient's lesion, peristalsis and other elements complexly, and as a result, the stent dropped in the duodenum. Through the user manual by taewoong, it is stated that "potential complications associated with the use of the colon stent may include, but are not limited to: stent migration". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
On (B)(6) 2021: bs1006fst4 was placed at mid-lower bile duct, partially coming out of papilla. On (B)(6) 2021: the placed bs1006fst4 was found being dropped. Bs1008fst4 was additionally placed.